Manufacturer narrative:
This report is submitted on september 19, 2019.

Event description:
Per the clinic, the patient developed purulent inflammation, infection and pain at the implant site, resulting in an extrusion of the receiver stimulator through the skin flap. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device at a later date.